Event description:
It was reported that the screen on a customer's pump was broken, the screen remained black even when the pump started. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.